Event description:
Caller reported two alarms, alarm 2 followed by alarm 26, indicating a malfunction. There was no adverse impact on the customer's blood glucose level as it did not exceed 500 mg/dl, nor did the cgm read "high". The customer resolved the issue by changing the trusteel infusion set and cartridge and resumed insulin. Cts educated the caller on changing cartridges every 72 hours, and the caller acknowledged the advice. Frequent occlusion issues were reported, and customer support was recommended for future occurrences, which the customer understood and acknowledged.